Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the needle pierced the catheter during use. There was no report of patient impact. The following information was provided by the initial reporter: the reporter has only just given me her answer: the needle pierced the catheter, the needle was not broken. While trying to infuse a baby, the paediatric nurse checked that the mandrel was sliding well in the sheath. On re-inserting the mandrel (without forcing it), it broke. She did not realise this until she was about to infuse the child, when she had already stuck him. She did not manage to enter the catheter correctly into the vein, causing a defect in the vein.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the needle pierced the catheter during use. There was no report of patient impact. The following information was provided by the initial reporter: the reporter has only just given me her answer: the needle pierced the catheter, the needle was not broken. While trying to infuse a baby, the paediatric nurse checked that the mandrel was sliding well in the sheath. On re-inserting the mandrel (without forcing it), it broke. She did not realise this until she was about to infuse the child, when she had already stuck him. She did not manage to enter the catheter correctly into the vein, causing a defect in the vein.